Event description:
It was reported that a caregiver contacted support for persistently high glucose while using the ilet with libre 3+, with cgm readings around 350 mg/dl for approximately two and a half days; the caregiver noted a missed breakfast meal announcement and periods when the ilet was removed or paused during sleep, and infusion set and tubing were recently changed with drops observed and insulin delivery resumed. Symptoms included no reported clinical symptoms associated with the hyperglycemia. Outcomes included the need for troubleshooting assistance and transfer to a clinical medical liaison without hospitalization. Customer care provided support that included a technical review and user counseling focused on high glucose troubleshooting, meal announcement use, infusion site rotation, and verification of insulin delivery and settings. Investigation of this case revealed use-related factors, including missed meal announcement and interruption of insulin delivery due to device removal or pausing, with no evidence of infusion site failure reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error leading to hyperglycemia.

Manufacturer narrative:
Initial.